Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to dislocation. Mpo procotyl implants removed and replaced with mpo dynasty implants. 28mm femoral head removed and changed to 32mm femoral head. The surgeon believes that an error in relocating the hip caused the cup to move. (B)(6).